Event description:
This patient had an rv lead replaced on (B)(6) 2019 at which time this pacemaker had 54 percent battery remaining. On (B)(6) 2019, hm reported 54 percent battery remaining again. On (B)(6) 2019 the battery started dropping and was at 30 percent on (B)(6) 2019. The device hit eri on (B)(6) 2020. On (B)(6) 2020 there was a battery error upon interrogation. The device was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
The device was received for analysis. Upon receipt, the device was visually inspected revealing burn marks on the pacemaker housing most likely resulting from the reported electrocautery usage during lead revision in (B)(6) 2019. The device was interrogated and the memory content of the device was inspected. The inspection revealed a depleted battery. It was noted through data inspection that the battery voltage decreased faster than expected since the lead revision in (B)(6) 2019. Next, the ability of the device to deliver therapies was verified. An anti-bradycardia therapy functionality was not present as a result of the battery depletion. During subsequent analysis the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. Further investigation revealed an elevated current condition draining the battery. Next, a hardware reset was performed. Subsequent measurements of the current consumption could not confirm an elevated current condition. The electronic module was attached to an external power supply to check the functionality of the electronic module. A thorough investigation did not show any abnormality. All therapy functions were available and worked as expected. In particular, the current consumption was directly measured and proved to be normal and expected, an elevated current consumption was not reproducible. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device was implanted for 60 months. The clinical observation resulted from a battery depletion most likely due to a high current condition of the device. The root cause for the high current condition was not determinable with certainty but it is reasonable to assume that the mentioned usage of an electrocautery tool during lead revision caused the high current condition. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional.